Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report the air leak in the hemostasis valve of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced and the first clip was implanted without issue. A second clip delivery system (cds) was advanced to the mitral valve; however, air was observed in the sgc hemostasis valve, which was removed with aspiration and the air did not enter the patient. The clip was implanted, without further issue, reducing mr to 2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported air in hemostasis valve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.